Event description:
It was reported that a malfunction alarm occurred. The customer reset the pump but the malfunction code was unresettable.the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was not provided. The customer continued to use the pump for insulin therapy.